Manufacturer narrative:
The device was not retuned for evaluation. Mmdg was unable to perform an evaluation, and the complaint remains unconfirmed. A review of the pump's device history record showed no nonconformances during manufacture of the device.

Event description:
The initial reporter stated as follows: "a (B)(6) pt's mother stated that the pump did not infuse and when she verified the pump's information and restarted the infusion it stated that none had been infused after 2 1/2 hrs. Pump is not functioning as it should. Program restarts from the beginning when resumed. Pt also did not receive any tpn all night though it appeared to be running. Mother indicated that after two and a half hours infusion rate is reading an up ramp value of 14.6ml/hr and it should be at the plateau rate. Caller had just reviewed rate with nurse a little earlier on the phone. Had pt's mother review program again with me by first verifying she selected resume, which she said she is doing, then select no to review. After verifying the program and restarting the infusion the program started from the beginning again. [Mother] supplemented the tpn with pedialyte." Upon follow-up, mmdt learned that the user had received a replacement pump and no further problems. The mother claimed there was not any need for a medical intervention and none provided. (B)(4).